Manufacturer narrative:
(B)(4). 3 units were returned. The units were representative/unused lots. All the units were functionally tested for advancement. The following was noted: unit 1: no damages noted on the sheath or button valve. The dilator was pushed into the sheath and held for 30.42 seconds. Bypass was advanced via the valve. No resistance noted. Unit functioned as intended. Tear was observed on the valve. Unit 2: no damages noted on the sheath or button valve. The dilator was pushed into the sheath and held for 32.41 seconds. Bypass was advanced via the valve. No resistance noted. Unit functioned as intended. Tear was observed on the valve. Unit 3: no damages noted on the sheath or button valve. The dilator was pushed into the sheath and held for 30.42 seconds. Bypass was advanced via the valve. High resistance noted. The bypass tube was pushed back. No tear of the valve noted. The device history record was reviewed and indicate no non-conformities related to this lot, therefore, supporting the devices met material, assembly, and performance specifications prior to shipment. Based on the information submitted, this 14f ce manta was used on a patient. The operator continuously experiences problems clicking the manta delivery handle into the manta sheath hub. They have a concern for danger of misplacing the anchor, if a lot of force is required to connect the manta delivery handle to the sheath hub. The physician must use a lot of force and is very uncomfortable and difficult to use while attempting to perform deployment steps. This is a very experienced workplace with a lot of manta use. This facility started using manta in january of 2020. The operator is certified and performs manta deployments on average, three times per week. After multiple unsuccessful attempts at obtaining specific details pertaining to this complaint, no further information was received. The IFU states in step 3 of inserting the device: hold the bypass tube between the thumb and forefinger, while grasping the manta closure by the delivery tube and bypass tube, insert the bypass tube gradually into the hemostasis valve and into the manta sheath hub. Push the bypass tube into the sheath hub and observe that the bypass tube is completely inserted. Note that the device must be upright with orientation markers visible and facing upward. Note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
As reported: the account complains about the problem of clicking the manta closure device into the manta sheath. They described it as very uncomfortable and difficult to use while performing. Additional information from 03feb2023: as reported, "the (lot) mn2201461 set was used by the customer on patients with the described problems.". No additional information was provided after multiple attempts to the account for clarification on event details.

Event description:
As reported: the account complains about the problem of clicking the manta closure device into the manta sheath. They described it as very uncomfortable and difficult to use while performing. Additional information from 03feb2023: as reported, "the (lot) mn2201461 set was used by the customer on patients with the described problems.". No additional information was provided after multiple attempts to the account for clarification on event details.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.